Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed a message indicating the pump alarmed and was unable to resume insulin delivery. The customer was able to successfully resume the insulin delivery shortly after receiving the message. There was no impact to the customer's blood glucose level.